Manufacturer narrative:
An evaluation was performed by the supplier and could not confirm the customer complaint for the device stopped working during the acl procedure. Functional testing was performed and the instrument passed all testing. This device is considered a no problem found. No manufacturing related defects were observed.

Event description:
It was reported the device stopped working during the acl procedure. There was a delay of less than thirty minutes. The procedure was completed with a non-smith & nephew device. No injuries or complications were reported as a result.